Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient setting the time incorrectly).

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (time/date) issue. The reporter stated that the patient had a blood glucose (bg) ranging from of 21.4 mmol/l to 2.4mmol/l with symptoms of dehydration, blurred vision, and severe dizziness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the time/date were maintained when battery is removed for less than 24 hours. Troubleshooting revealed that the patient is new to the pump and time was set incorrectly. This complaint is being reported because the patient allegedly experienced a bg excursion related to use error in the patient setting the time incorrectly.

Manufacturer narrative:
Follow-up #1: date of submission 02/001/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/21/2016 with the following findings: no unexplained time/date issues or manual time/date changes are observed in the black box. No eaw occurred during the investigation. The pump passed a time test. The pump is able to maintain time/date settings with 0 sec accuracy. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.